Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning as intended, and the patient experienced erosion. Fluid loss was identified. A surgical procedure was performed to remove and replaced the ipp. No additional patient complications were reported.